Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, image analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the 3cg tcs placed PICC was too deep was inconclusive due to the sample condition. A sherlock 3cg tcs ECG printout and a radiographic image were returned for evaluation. The tcs printout showed both the external and intravascular waves. The tcs printout was unremarkable and appeared appropriate. The frontal chest radiograph showed a right-sided PICC with its tip either at the cavoatrial junction or even below the lower edge of the radiograph. The exact tip location was difficult to interpret due to the increased density over the heart and mediastinum in that area, interstitial prominence and median sternotomy wires. The exact location of the tip of the catheter could not be determined from the returned cxr and therefore this complaint will be recorded as inconclusive. However, based on the description that an occlusion was felt, it is likely that the tip was malpositioned and was advanced too far. Possible contributing factors for the catheter advancement could include the movement due to catheter securement method or advancement due to the anatomy of the heart and the size of the svc, right atrium and ivc.

Event description:
It was reported a PICC that was placed on saturday, 3cg looks good. On sunday there was occlusion issues so a cxr was ordered and it clearly shows PICC tip very much in the right atrium. The line was pulled back 4cm as recommended by radiologist and post repositioning cxr showed tip in cavo-atrial junction.

Event description:
It was reported a PICC that was placed on saturday, 3cg looks good. On sunday there was occlusion issues so a cxr was ordered and it clearly shows PICC tip very much in the right atrium. The line was pulled back 4cm as recommended by radiologist and post repositioning cxr showed tip in cavo-atrial junction.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3340 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refz3340) have been reported from the same facility.